Event description:
It was reported that the ac light (failed to come "on" when plugged into ac-outlet) and the event occurred during testing. During investigation found a burned power supply. This malfunction makes the event reportable. There was no patient involvement.

Manufacturer narrative:
Device was initially received for the complaint that the ac light (failed to come "on" when plugged into ac-outlet). During investigation found the power supply was burned. This malfunction makes the event reportable. There was no information of event log/alarm history because of power issue. There was no repair history found during service history review. The visual and functional testing was performed. The probable root cause was due to the burned power supply. The device was repaired by replacing the power supply. The pump passed all the functional testing.